Event description:
Caller reported that a t: slim x2 pump battery would not charge, and the pump screen was dark, preventing confirmation of a power source alert. There was no adverse impact to the caller¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.